Manufacturer narrative:
Conclusion: the device is remaining implanted. There are still photo <(>&<)> movie clips received for review. There are no valve load checks for this event. The imaging provided confirms a transcatheter valve implanted within a surgical valve was performed. At 80% deployed, there is a bent inflow strut present. The imaging confirms at 100% deployed the valve migrated out of the surgical valve. An angiogram confirms severe pvl is present. A non-medtronic valve was deployed inside the medtronic valve. The imaging provided cannot confirm the balloon aortic valvuloplasty (bav) or wire exchanges, along with the delivery catheter system (dcs) difficulties as described in the event description. Based on the image review, the reported bent strut was confirmed. Loading of the valve is a process in which the outcome is highly d ependent on the operator experience and technique; the evolut pro+ instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the transcatheter valve frame paddles during loading. Without review of the fluoroscopic load checks, the accuracy of the loading process cannot be reviewed. With the limited information provided, the conclusive cause of the bent strut cannot be determined. High gradients can be related to valve related (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, etc). With the limited information provided, the conclusive cause of the high gradients cannot be determined. Post deployment, a bav was performed. During the bav, the valve dislodged and severe central aortic regurgitation was observed. Per the image review, the angiogram confirms severe paravalvular leak (pvl) is present, but the reported central aortic insufficiency and post bav cannot be confirmed with the images. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this case, it was reported that the valve dislodgement occurred during bav. This indicates that the probable cause of the valve dislodgement is due to the bav. Aortic regurgitation (ar) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this event, the most likely cause of the ar was due to the valve dislodged. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. This event does not indicate device misuse or malfunction. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated: h6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted medtronic surgical valve with a gradient of 42 mmhg, the surgical valve was successfully crossed, and the valve was deployed at a depth of 0 mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). Upon inspection, it was noted that an inflow strut of the valve was bent inwards and a gradient of 36 mmhg was observed. A balloon aortic valvuloplasty (bav) was performed using a 16mm non-medtronic balloon. During bav, the valve dislodged supra-annular and severe central aortic insufficiency was observed. A non-medtronic valve was subsequently implanted. No additional adverse patient effects were reported.